Event description:
It was reported that the tenacio pump of this inflatable penile prosthesis (ipp) was too hard to squeeze. A surgical procedure was performed, during which the existing tenacio pump was removed and replaced with a ms pump. No patient complications were reported.

Manufacturer narrative:
Related component: model number/catalog number: 72404156. Batch/lot number: 1100553283. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported difficult to inflate is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.